Manufacturer narrative:
The safety disk was returned to getinge's national repair center (nrc) from getinge's production department. Production verified the failure of the safety disk failing the membrane leak test with readings outside of factory specifications. The safety disk failed testing and will be retained in the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The suspected faulty safety disk was returned to getinge's national repair center (nrc) for failure analysis. The nrc inspected the safety disk per the cardiosave service manual and observed no visual damage. The nrc installed the safety disk into the cardiosave test fixture and tested to factory specification per procedure and per the cardiosave service manual. The nrc was unable to run the 30psi pressure transducer calibration due to the safety disk having a large vacuum leak. The safety disk failed testing due to the large vacuum leak. The safety disk was sent to getinge's production department per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10. Corrected fields; h6(component code).

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: the fse replaced the safety disk then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. It is expected that the suspected faulty safety disk will be returned to getinge's national repair center (nrc) for failure analysis. A supplemental report will be submitted when additional information is provided. The initial reporter named in is a getinge employee whose contact details differ from that of the event site. At this time, no contact at the event site has been provided. We are seeking additional information. The contact site phone number is (B)(6).

Event description:
It was reported that while performing maintenance for a safety disk replacement is due message on the the cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer observed that the new safety disk installed failed the safety disk leak test. This is a failure upon install of the safety disk. There was no patient involved and no adverse event was reported.